Event description:
This pt was undergoing a coronary artery bypass procedure. During initial attempts to pass the endovenous drainage (evd) cannula guidewire from the left femoral vein to the superior vena cava under guidance of fluoroscopy and tee, the guidewire was seen to curl up within the right atrium. After repeated attempts, the guidewire appeared to pass into the superior vena cava. The 28 fr evd was then inserted, it passed smoothly through the inferior vena cava, but appeared to turn abruptly to the three o'clock position once it was within the right atrium, the cannula was partially withdrawn and then passed into the superior vena cava. The pt became hypotensive and went into atrial fibrillation. He was treated with volume expansion and phenylephrine with improvement in his blood pressure. The arterial cannula was inserted and the pt placed on bypass. A perforation was seen at the junction of the right atrium and the superior vena cava. The perforation was repaired with sutures and the coronary artery bypass graft completed without further incident. The pt recovered uneventfully.